Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The father reported via phone call that the customer had force sensor calibration values corrupted alarm on the insulin pump. Customer's blood glucose was unknown. The father also reported the customer received a motor error alarm during a prime. It was also found the customer had a test failure alarm on the insulin pump. The father stated the customer was unable to clear the alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also the motor had corroded motor home switch. Unable to test for motor error alarm, a48 alarm, a44 alarm and unexpected restart or count down due to blank display. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.